Event description:
Caller reported cgm error 42 with their g6 sensor. There was no adverse impact to the customer¿s blood glucose level. Customer was assisted by cts, who provided complete pump reset information and guided the caller through the process. After the pump reset, the cgm error code did not reappear, and the customer successfully started their sensor session.